Event description:
It was reported that constant beeping was experienced. Also damaged to rear case and bad lens.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2022-04488. The report was submitted in error. Duplicate of 3012307300-2022-04880 (B)(6) corrected data: corrected information provided in h10.

Manufacturer narrative:
Corrected data: labeled for single use was answered incorrectly, in the initial report. (Updated h5).